Event description:
It was reported that a cartridge alarm occurred during insulin delivery, and during the load sequence. Reportedly, customer contacted primary care provider for backup insulin therapy. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.